Event description:
A customer reported to baxter corporate product surveillance a small volume intermate in which the distal luer was cracked off. The alleged defect was observed during filling. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed a broken distal luer post. Therefore, the reported condition was confirmed. The assignable root cause was determined to be a result of stress of the multipack codes and the heat tunnel shrink-wrap packaging.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found.